Event description:
Patient underwent repeat cesarean section; following pass back of the CT needle on the 0 vicryl for a uterine closure, it was noted that the tip of the needle was missing. X-ray confirmed no needle tip inside of patient.